Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear). (Shell thickness was within specification). Additional observations: ¿ brown particles observed on the device. ¿ crease fold observed. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported "rupture of prosthesis for right side." Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture of prosthesis for right side." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.